Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem was confirmed. The patient's monitor was unable to recognize the belt and was receiving connect belt messages. The cause of the connect belt messages was due to the belt having a broken trunk cable connector. The root cause of the broken connector cannot be positively identified, but was likely a result of excessive force. No adverse event resulted from the damaged connector. The patient received a replacement electrode belt.

Event description:
A (B)(6) male patient contact zoll lifecor customer support to report that he was unable to connect the electrode belt with the monitor and was receiving "connect electrode belt" messages. The patient's electrode belt was replaced.